Manufacturer narrative:
(B)(4). Evaluation summary: the instrument was received in good condition. The instrument was cycled, fired the remaining 6 conforming clips and locked out as intended. No anomalies were noted.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips did not close. There was no pt consequence.